Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the patient's programmer displayed an informational power on reset (por). Steps to clear the por were reviewed and was successful. No symptoms were reported. No further complications were reported or anticipated.